Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. It was reported that the pump should have run from 6 am to 3 pm; however, it did not finish until 6 pm.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint of under-delivery. The pump delivered at -25% accuracy. A stuttering motor was identified.